Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and there was blood on the distal conductor of the lead and it was not obstructed. The analyst commented the guidewire was returned stuck in the lead. Visual summary analysis of the lead indicated damage at implant and stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being removed during an implant attempt due to the associated guidewire getting stuck in the vasculature. The lead was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.